Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause of the e12 error can be attributed to the handpiece failing the 5v to gnd test. However, per DHR review of diego elite functional checklist, a handpiece undergoes a set of activation tests with a test console prior to being shipped out. This suggests that the handpiece was shipped free from e12 related damages. This may mean the damages incurred may be as result of transportation or user handling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not confirmed. A missing locker pin was found on the device however, the unit was tested and passed all required testing and no issues observed. The reported error 12 issue was no reproduced. Based on evaluation findings, the root cause of the reported issue is unknown as the problem reported was not able to be duplicated.

Event description:
It was reported that during preparation for use the device exhibited e12 error message. Another handpiece was used, however the reported issue was not resolved. There was no patient involvement on the event. No user injury reported. This report is related to report patient identifier (B)(6).